Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2015 with the following findings: pump powers with returned battery cap. Battery cap is able to fully tighten however "coin slot" on top of cap is damaged. Battery compartment intact. Clip insert "u" groove damaged. Evidence of a partially discharged battery being installed observed in black box. Current draws within specifications; no "battery life" issues duplicated during investigation. Removed pump case. No evidence of moisture inside pump. Loose solder ball discovered inside pump case. Unrelated to the complaint, there is a dim discolored display.